Event description:
Additional information received via translation from a healthcare provider indicated that the causal relationship of the adverse event and the device could not be denied.

Event description:
Additional information received via translation from a healthcare provider indicated that the causal relationship of the adverse event and the device could not be denied.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter . (B)(4).

Event description:
Information was received from a healthcare provider via academic journal by the (B)(6) society on severe motor and intellectual di abilities/the 41st annual meeting of the (B)(6) society on severe motor and intellectual disabilities in regards to a patient who resided in (B)(6) and received gabalon intrathecal via an implanted pump. The patient experienced skin necrosis was caused in the pump implant site and therefore the pump system had to be explanted. In this case, possible cause of this event was considered to be strong impact on pump implant site because the patient had a puny physique and anatomy in the femora. Medical records were unobtainable and detailed information was thus unknown. Causality was unknown since medical records were unobtainable. The symptoms were not considered to be adverse event as the patient had initially the symptoms as complications. The severity of this case was considered serious. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
(B)(4) also applies to the event.

Event description:
On (B)(6) 2015, additional information was received via additional translations from the hcp. It was reported that the patient's symptoms were severe. Regarding skin necrosis, this particular case was a small patient, and the patient suffered from a strong flexion contracture at the thighs which resulted in an intensive load on the pump placement site and caused the event.